Event description:
The low speed events was determined to be a short to shield issue. Damage to the black wire was confirmed. The low flow events were determined to be low volume to the pump, patient position and possible ventricular tachycardia (vt). The vt was reportedly related to the patient's heart failure and not related to the device. The patient had a driveline splice on (B)(6) 2020. Additional low speed, pump stop and driveline fault alarms were reported after the driveline repair. The patient was supported on ungrounded cable or battery power since the driveline repair. The patient went to the emergency room on (B)(6) 2020 after he received 1 shock from their ICD and was reportedly dizzy and lightheaded. The patient received a slow 250cc bolus and log files captured low flows on (B)(6) 2020.

Manufacturer narrative:
Section d4, d10, h4: additional information device evaluation: evaluation of the patient¿s replaced portion of the driveline from pump confirmed damage to the conductor or the black wire, which would have contributed to the low speed operation and pump stops which were confirmed through the submitted log files. Additionally, evaluation of the submitted log files confirmed low flow alarms and the account attributed the alarms to low blood volume to the pump, patient positioning, and possibly their ventricular tachycardia. A direct relationship between the device and the hypovolemia and ventricular tachycardia could not be conclusively determined through this evaluation. Log file evaluation showed the pump operating above the low speed limit until (B)(6)2020 at 2:23:09 am when the log file recorded low speed operation through 2:23:43 am down to as low as 7080 rpm. The pump regained speed on its own following this event and operated above the low speed limit until (B)(6)2020 at 7:19:43 am when the log file recorded further low speed operation through 7:19:46 am down to as low as 7740 rpm. The log files captured the driveline replacement on (B)(6)2020 . E pump operated above the low speed limit following the driveline replacement until (B)(6)2020 when the log file recorded 2 pump stops at 6:32:28 am and 6:42:14 am. The pump regained speed following these events and remained above the low speed limit for the remaining duration of the submitted log file. The patient was operating on their power module for the abnormal pump operation. The patient underwent a driveline replacement on (B)(6)2020 under wo# 00080762 and approximately 16 inches of the external portion of the driveline was returned for evaluation along with approximately 2-inch individual wire segments. The pins of the controller connector appeared unremarkable. There was rescue tape from approximately 2 inches to 3 inches from the controller connector. Upon removal of the rescue tape, the silicone jacket was noted to be damaged approximately 2.5 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown at the controller connector and from approximately 2.5 inches to 3 inches from the controller connector. The layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the black wire approximately 2.25 inches from the controller connector. The remaining wires, as well as the remaining portion of the black wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damaged to the insulation of the black wire appeared to be the result of repetitive flexing and abrasion against the metal braided shield in the area of damage. If the exposed conductor of the black wire made contact with the metal braided shield while the patient was operating on a power module or mobile power unit, a short to shield could have resulted, causing the low speed operation and pump stops observed within the submitted log file. The account reported that the patient had additional pump stoppages following the driveline repair, which was confirmed in the log file submitted following the driveline repair, and as a result was placed on an ungrounded patient cable. The patient experienced one shock from their ICD on (B)(6)2020 for ventricular tachycardia. The patient¿s low flow alarms were likely due to low blood volume to the pump, patient positioning, and possibly their ventricular tachycardia. The patient remains ongoing on vad-58246 with the replaced external portion of driveline on an ungrounded patient cable with no further issues reported. Incidental findings: an incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from pump. The heartmate ii lvas IFU rev. H (document# 106020) is currently available. Cardiac arrhythmia is listed in the IFU as an adverse event and hypovolemia is listed as a potential late postimplant complication that may be associated with the heartmate ii left ventricular assist system. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (document# 106022 rev. G) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. Manufacturer technical services reviewed the log file and noted low flow alarms and low speed advisories ranging from (B)(6) 2020 and (B)(6) 2020. The alarms occurred while connected to the power module. On (B)(6) 2020, the patient received a driveline repair. After repair the patient's pump was connected via a grounded patient cable without issue. No further information was reported.